Event description:
It was reported that the during the implant attempt of the right ventricular (rv) lead, defibrillation threshold testing failed and the physician decided to switch and implant a dual coil lead. It was also reported that the physician was unable to place the left ventricular (lv) lead. The lv port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).